Manufacturer narrative:
Patient age at time of event - (B)(4). Device is a combination product device evaluated by manufacturer - a visual and microscopic examination identified that the stent moved 1mm distal to the distal markerband. The proximal end of the stent was also damaged. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician noticed a 'tractability challenge' with the 2.5x12mm taxus liberte stent and the device did not cross the lesion. The stent was withdrawn and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable. However, the returned product revealed stent damage and the stent moved on the balloon.